Event description:
The ventilator was connected to the pt. The customer reports erratic function of the peep potentiometer when peep was changed from 15 to 17 cm h20. The inspiratory time % potentiometer was also functioning erratically. The customer states the ventilator failed to cycle for approximately 10 seconds.